Event description:
It was confirmed that no further information could be provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Records assessed, due to limited information no timeline created at this time. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Manufacturer narrative:
(B)(4). D10: m2a-magnum pf cup 56odx50id, item: us157856, lot: 677930, bi-metric/x por nc 12x140, item: x180312, lot: 676540, m2a-magnum 42-50 tpr insrt std, item: 139256, lot: 747300. G2: foreign ¿ canada. H6: proposed component code: mechanical (g04) - head. The customer indicated that the product remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient presented with high metal ion levels. No revision has been reported at this time. It was confirmed that no further information could be provided.